Event description:
It was reported that a bd¿ IV set cfn120 bp hs had a foreign substance in the IV set.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to hanscent, lot number is 20180709. Retention samples inspection: hanscent inspected 6 pcs retention samples from lot 20180709, no fm was observed. Device history record review: hanscent reviewed the manufacturing record including tube extrusion and assembling record, no abnormality was observed. Complaint issue investigation and process checking: hanscent visually inspected the fm, cut out the tubing and verified the fm to be particle in caramel color. Hanscent check extrusion raw material , no issue found; hanscent check last 3 months¿ environment monitoring report of extrusion room, no issue found. Hanscent check the extrusion machine, discover that the fm looks similar with the burnt material cleaned from the extrusion nozzle. There¿s a filter in front of the nozzle to stop burnt material entering the tubing, and the filter is replaced with new one every 12 hours. Hanscent confirm the burnt material particle, it¿s the same material with tubing, there¿s filter (pore size:125um) at the end of the tubing to stop fm (dimension measured: 1.438*1.025*0.209mm) entering into body. Root cause: from investigation, the fm is determined to be burnt raw material of the tubing (pvc). The likely cause is a little tiny pvc particle was heated continually in the extrusion machine and burnt, the burnt material passed the stainless steel filter in front of the nozzle, which was broken by the long time continued material flow pressure and then became stuck on the tubing. The tubing is sample inspected and the fm was not sampled out. Corrective action: the following corrective actions would be implemented from 31st jan: 1) 6 pcs IV set cfn120 retention products of lot 20180709 have been randomly sampled to check if any foreign matter issue, and no fm was found. 2) 100% inspection of the current cfn120 product (lot20190128 & lot 20190129) to ensure no fm condition. 3) retrain the assembly inspector of single use IV set assembly process inspection procedure that the whole product shall be inspected with no fm or other faulty. Preventive action: 1) update the extrusion filter replacement frequency from every 12 hours to every 8 hours. 2) train the maintenance personnel with the updated sop. This action will start from lot 20190219 / 01 feb 2019. Conclusion: 1 sample was returned to hanscent. From investigation, the fm is determined to be burnt raw material of the tubing (pvc). The likely cause is a little tiny pvc particle was heated continually in the extrusion machine and burnt, the burnt material passed the stainless steel filter in front of the nozzle, which was broken by the long time continued material flow pressure and then became stuck on the tubing. The tubing is sample inspected and the fm was not sampled out.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ IV set cfn120 bp hs had a foreign substance in the IV set.